Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1-product problem.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited ?non-disposable error". No patient injury reported.